Manufacturer narrative:
The most recent episode of peritonitis was reported to have occurred on an unreported date in "late october". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as "always experienced peritonitis". The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug injection (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was continued during treatment. No additional information could be provided as the reporter declined follow-up.